Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the surgeon placed a 5f exoseal vascular closure device (vcd) it failed to retract elastically as expected, resulting in ineffective hemostasis. The patient came to the hospital due to bilateral middle cerebral artery occlusion. Based on the patient's treatment needs, cerebral angiography and aortic arch angiography were performed. During the procedure, it was necessary to use the hemostatic sealing system. Emergency measures were immediately taken for the patient, and no discomfort was reported. The hospital reported this case as an adverse event to china nmpa. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the surgeon placed a 5f exoseal vascular closure device (vcd) it failed to retract elastically as expected, resulting in ineffective hemostasis. The patient came to the hospital due to bilateral middle cerebral artery occlusion. Based on the patient's treatment needs, cerebral angiography and aortic arch angiography were performed. During the procedure, it was necessary to use the hemostatic sealing system. Emergency measures were immediately taken for the patient, and no discomfort was reported. The hospital reported this case as an adverse event to china nmpa. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when the surgeon placed a 5f exoseal vascular closure device (vcd) it failed to retract elastically as expected, resulting in ineffective hemostasis. The patient came to the hospital due to bilateral middle cerebral artery occlusion. Based on the patient's treatment needs, cerebral angiography and aortic arch angiography were performed. During the procedure, it was necessary to use the hemostatic sealing system. Emergency measures were immediately taken for the patient, and no discomfort was reported. Additional information was requested but not provided. One non-sterile 5f exoseal vascular closure device associated with the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A 5f cordis avanti catheter sheath introducer (csi) was returned inserted. The indicator window was observed in the black/white position. No additional anomalies were identified during this visual analysis. A functional analysis was conducted using the returned catheter sheath introducer (csi), which was withdrawn from the device and reinserted. No friction or resistance was noted during the procedure. Dimensional analysis was conducted in 3 randomly selected portions of the delivery shaft (4, 8, 12) cm apart from the distal tip verify the outer diameter. The results of the dimensional analysis were found to be within specification. During the visual analysis, a 5f exoseal device was returned along with a 5f cordis avanti catheter sheath introducer (csi). This combination was verified against the compatibility table included in the instructions for use (IFU), where it is clearly stated that both devices are compatible. A review of the manufacturing documentation associated with lot 18401550 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) withdrawal difficulty¿ was not observed through analysis of the returned device since the sheath is listed as a compatible sheath in the IFU, and there was no resistance or friction noted during the functional analysis with the sheath that was returned. The exact cause for the issue reported could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported event. Interference or friction between devices (including all catheters, wires, sheath introducers, balloon/sds catheters) whether between one or multiple manufacturers product lines is a known occurrence. If resistance is encountered the system should be withdrawn together as one unit to prevent injury. This is a common practice during and is stated in the product instructions for use (IFU). Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.